Event description:
It was reported that during a routine performance inspection procedure, a physio-control field service representative observed that a capacitor, designator c36, from the biphasic pcb module, was loose inside the device. There was no patient use associated with the reported malfunction.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The biphasic module pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and verified that the capacitor c36 was missing from the pcb.